Event description:
It was reported that the patient was unable to charge their implanted neurostimulator (ins). The patient was unable to establish communication between patient programmer and ins. When attempting to recharge, the patient received the "reposition antenna" screen. Additional information obtained indicated that the patient received support from the manufacturer and after 3-4 hours they were unsuccessful at recharging the device. It was noted that the device would have to be replaced, but that the patient only intended to have the ins removed. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information reported confirmed that the patient let her battery go into a state of overdischarge. The patient refused to have a physician reset performed and was working with her physician. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).